Manufacturer narrative:
Pump received with critical pump error and pump error due to corrosion on the force sensor. Unable to perform the self-test, displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep and current measurement and active current measurement test due to critical pump error. Corrosion was also found on the electronic assembly and motor during visual inspection. Pump received with scratched case, case cracked behind the pump near the battery compartment, serial number label stained, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and there is a crack from the top to the bottom of the battery compartment. Customer's blood glucose was 23mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.